Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for unknown (matrix instrument- c-clamp)/unknown lot number. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery for a double coronal curve sagittal in balance (adult degenerated scoliosis) of the t2 to ilium posterior lateral fusion, due to pain on (B)(6) 2016. The issue was with a matrix in-situ bender (unknown side). The surgeon went to place the bending rod in the lumbar in the upper thoracic region. While he was applying force to the rod, a c-clamp tip broke off while bending the screws to the rod. Although it was a clean break, there were fragments generated from the broken device that were easily removed without additional intervention. The surgeon used forceps to pick-up the pieces. This was the first surgery and not a revision. There was a surgical delay of thirty seconds. There were planned intra-operative x-rays that were taken during the procedure. No patient harm and the patient status outcome is fine. The surgery was successfully completed. This complaint involves one device. Concomitant medical products: pedicle screws ¿ part#-unknown, lot#-unknown, quantity#-unknown; bending rod in-situ ¿ part#-unknown, lot#-unknown, quantity#-1; forceps ¿ part#-unknown, lot#-unknown, quantity#1; and set/locking caps ¿ part#-unknown, lot#-unknown, and quantity #-unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. A review of the device history records has been completed. Manufacturing date: may 03, 2013 review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function at the final inspection. No non-conformance records (ncrs) were generated during production subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed on the subject device (in situ bender-right for 5.5mm rods, part # 03.632.038, lot # t990678). The returned in situ rod bender was confirmed to have a broken jaw on the straight side. The bending clamps on both ends of the device have wear and minor deformation which is expected based on the age and expected use of the device. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The in situ benders (03.632.038 and 03.632.039) are components of the matrix deformity instrument and 5.5mm titanium rod set (01.632.014) which is utilized for posterior pedicle screw, hook and rod fixation. The in situ bender is one of three methods of rod contouring prior to insertion and reduction. The following drawings were reviewed during investigation: in situ rod bender, right, in situ rod bender core. The thickness of the bender at the broken end was measured and found to be within the specification. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The failure is likely due to exposure to excessive force during use. There were no issues during the manufacture of this product that would contribute to this complaint condition. Previously reported information ¿while he was applying force to the rod, a c-clamp tip broke off while bending the screws to the rod.¿ corrected to ¿while surgeon was applying force to the rod, the tip broke off the bender while bending the rod in order to seat in the pedicle tulip heads.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The issue was with a in situ bender-right for 5.5mm rod. While surgeon was applying force to the rod, the tip broke off the bender while bending the rod in order to seat in the pedicle tulip heads. There was a surgical delay of thirty seconds in order to retrieve an additional bender from a readily available set on the sterile back-table.